Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a hairline fracture or crack on the pump or around the screen; the buttons were less responsive, harder to press, and sometimes had to be pressed twice. The customer reported no adverse event. The event involved product mmt-1884l. Troubleshooting was performed for cosmetic damage. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Troubleshooting was performed for a stuck button alarm. Troubleshooting indicated that the pump required replacement. No harm requiring medical intervention was reported. Mmt-1884l was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
Pump passed self-test. All buttons function properly. Unit successfully downloaded to thump. No stuck button error alarms noted during testing. Verified no stuck button was listed in pump downloaded history. No damage was noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. The electronic assemblies were inspected, and no anomalies noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, and cracked battery tube threads. All buttons functioned properly during test. No keypad anomaly or stuck button alarm noted. Cosmetic damage was confirmed at battery compartment during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.